Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("migration of one implant in rectouterine pouch") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, cervical conisation, myomectomy and fibroma. The patient had no c-sections performed. Removal of iud under hysteroscopic guidance the patient was not breast-feeding at time of the insertion procedure. Previously administered products included previous iud/ius. In (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced device difficult to use ("insertion procedure was considered difficult"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (removal of migrated essure via laparoscopy on (B)(6) 2016). Essure was withdrawn. On (B)(6) 2016, the device dislocation had resolved. At the time of the report, the device difficult to use outcome was unknown. The reporter provided no causality assessment for device dislocation and device difficult to use with essure. The reporter commented: on (B)(6) 2013, essure was inserted under general anesthesia. On (B)(6) 2016, laparoscopy was performed for another indication with fortuitous discovery of migration of insert. The essure on left side was in correct position; no other organ was perforated. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was confirm tubal occlusion. On (B)(6) 2016: laparoscopy result was device in recto-uterine pouch. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-feb-2017 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: perforation questionnaire received: patient's medical history was added. The insertion procedure details were provided; events were updated, perforation diagnosis, removal procedure details and outcome were also reported. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced migration of one implant in recto uterine pouch. This event is anticipated in the reference safety information for essure. In the present case, around 3 years after insertion a laparoscopy was performed for another indication with fortuitous discovery of migration of insert. It was located in recto uterine pouch. The exact date and mechanism of the event is unknown. Given the nature of the event, a causal relationship with essure cannot be excluded. This case is regarded as incident since removal of migrated essure was performed via laparoscopy. According to the product technical complaint analysis, product quality defect could not be confirmed but is considered plausible. No further information is awaited.